Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced because of noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.